Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip on a dorsal height adjuster is starting to twist from multiple uses while torquing and adjusting the screws. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned for evaluation. However, a photograph was provided which was used for evaluation purposes. The tip was found to have twisted; the complaint is confirmed. A definitive cause cannot be determined but the issue may be related to excessive force placed on the device during usage. The lot number is unknown so manufacturing records could not be reviewed. The labeling was reviewed and found to contain sufficient instructions regarding device usage.